Manufacturer narrative:
This report is for unknown uss pedicle screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown uss pedicle screw. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: laine t. Et al. (1997), improved accuracy of pedicle screw insertion with computer- assisted surgery a prospective clinical trial of 30 patients, spine, vol. 22(11), pages 1254-1258 (finland). The aim of this article is to evaluate the accuracy of pedicle screw insertion with postoperative CT and report the results of our first 30 consecutive low-back surgeries with computer-assisted orthopedic surgery (caos). Between may 1995 to april 1996, a total of 30 patients (16 male and 14 female) with a mean age of 50 years (range, 29-73 years) were included in the study. Along with other competitor devices, an unknown pedicle screw universal spine system (uss) was used for spinal instrumentation. The article did not specify to what device these complications are associated with; therefore the following complications will be reported as follows: 1 pedicle fracture detected. 1 screw that was malplaced 5 mm medially caused l4 root paresis. 6 pedicle screw perforation was observed from the group of patients who underwent caos screw insertion. 5 pedicle screw perforation was observer from the group of patients who did not underwent caos screw insertion. This report is for a uss pedicle screws. It captures 1 pedicle screw fracture. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.